Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿

Event description:
It was reported that air bubbles were observed within the canister. During troubleshooting, it was discovered that the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer performed a supply change to address the issue. There was no adverse impact to customer¿s blood glucose level.